Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: event #2: reports a crack at the y-site connection caused chemo to spray all over the place. A chemo clean-up was done per facility protocol. At first, the facility believed the secondary set to be at fault, so a new secondary set was prepped and attached to the primary set. However, the same issue of chemo leakage occurred. A second chemo clean-up was performed and all tubing was discarded. The chemo medication that leaked was gemcitabine.